Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc was able to reproduce/confirm the reported issue. Varying colored images (purple/green). By disassembling the device and testing the components individually, oste was able to trace the image error back to the cable unit. - damaged light-guide fiber composite at the distal end. This is caused by external force (impact, shock, accidental dropping). - dents on the outer tube. Manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device is expected to return for inspection, but has not yet been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer notified olympus that during an unspecified procedure there were stripes in the image and the image was purple. The procedure was completed successfully without patient harm or delay of the procedure. This report is being submitted for the purple image.